Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and loss of capture. Additionally, the patient has been experiencing dizziness. Reprograming options and further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and loss of capture. Additionally, the patient has been experiencing dizziness. Reprograming options and further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier d6a: implant date.